Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the equipment was noted to have been repaired by a third-party. Non-olympus parts potentially posed hazards to the patient. The insertion tube was wrinkled, the coating was peeling, the cone was damaged and the rubber in the flex tip was absent. As a result, it was difficult to perform luck tests. The charge-coupled device was scratched and cut which caused stains on the image. The bcu mechanism and small lid were damaged and their structures were modified by the third-party. The electronic connector and the connector block were oxidized. In addition, the connecting tube was wrinkled and the cones were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii gastrointestinal videoscope has a broken handle. During a standard service inspection of the customer returned device, the angle wires were cut and the wire ends were unraveled; the angle wires became unstable to move and angulation remained locked. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.